Manufacturer narrative:
Investigation: the customer placed a service call to check the functioning of the machine perthe internal policy at the site. A terumo bct service technician checked out the machine at the customer site. A full visual inspection, functional checkout, auto test and saline run were successfully performed. No evident of any problems were found with this machine and the optia was returned to service. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to the therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4). Respiratory distress incidents occur in (B)(4) of procedures. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide. In this case, the customer confirmed that they were two minutes into the depletion procedure when the patient developed the adverse reaction. At that time only saline and acda were connected, and no replacement red blood cells (rbcs) had been connected. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that a while undergoing a therapeutic plasma exchange (tpe)procedure, a myasthenia gravis (mg) patient went into a cardiopulmonary arrest. Per physician order, the patient was intubated after resuscitation. The customer stated that patient is in the intensive care unit (ICU) and is reported in 'stable' condition and they will continue with the tpe procedures for this patient. The customer is not alleging any problem with the machine. The customer declined to provide patient identifier (ID). The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: according to 'complications of apheresis', reactions are common in subjects undergoing apheresis procedures. The risk of patient reactions is between 0.01 and 1.5%. Additional rdf evaluation determined clumping/clotting was not present or visible in the aim images for this procedure. Clumping/clots would be visible to the operator in the cassette and cause reservoir sensor alarms. There is a 200 micron filter that the blood runs through upon exiting the reservoir on the return run to the patient. If clots were present, the filter would catch the clots preventing them from being returned to the patient. Corrected investigation: the reference to the therapeutic apheresis: a physician's handbook reported in the initial report has been updated to the 'complications of apheresis' reference. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state or underlying condition. Reference: kaplan, andre (2012). Complications of apheresis. Seminars in dialysis¿vol 25, no 2 (march¿april) 2012 pp. 152¿158 doi: 10.1111/j.1525-139x.2011.01026.

Event description:
Per the operator, no medications were provided to the patient for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a run data file (rdf) analysis was performed for this procedure. Signals in the rdf showed that the optia system operated as intended. There were no fluid balance issues during the procedure. There were no notable fluid balance alarms during the procedure and the final fluid balance was within range. The ac infusion rate was initially set to 0.8 and was raised to 1.13 approximately 48 minutes into the procedure. The ac:inlet ratio was initially set to 10:1 and was decreased to 8:1 approximately 48 minutes into the procedure. Investigation is in process. A follow up report will be provided.